Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Carelink data confirms battery voltage was 3.03v on (B)(6) 2014.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated after multiple attempts. There was total loss of telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419678 lead implanted: 2012-(B)(6). (B)(4).